Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records 11 may 2018. Left knee revised to address pain and aseptic loosening of the tibia base plate at the cement to implant interface. Surgeon indicated that patella and femur components were well-fixed. Stated that tibia base plate "lifted off" of the cement mantle. There was no reported acute infection. Tibia base plate and insert were only products revised. Doi: (B)(6) 2015; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.